Event description:
Emt's attended to a conscious pt experiencing chest pains. When the automatic external defibrillator (AED) was attached, a heart rhythm similar to ventricular fibrillation was observed. The analyze button was activated and the AED allegedly advised shock. The unit was disarmed. The pt was then transferred to the hosp and was still conscious upon arrival. Hosp personnel experienced no difficulties obtaining an ECG with their equipment.